Manufacturer narrative:
Investigation: three (3) samples were returned from the customer for investigation. One (1) sample was returned filled with an unknown liquid. One (1) sample was returned in an opened blister pack and one (1) sample was returned in an unopened blister pack. All three (3) returned samples were visually examined using unaided vision and all three (3) samples were found to have embedded black foreign matter (fm) in the syringe barrel or syringe flange. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is cosmetic in nature and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no.: 302830. Batch no.: 9207641. It was reported that the syringe 20ml ll s/c 48 had an issue with foreign matter inside syringe. There were three syringes with this issue. The following information was provided by the initial reporter: foreign matter inside syringe.

Event description:
Material no.: 302830. Batch no.: 9207641. It was reported that the syringe 20ml ll s/c 48 had an issue with foreign matter inside syringe. There were three syringes with this issue. The following information was provided by the initial reporter: foreign matter inside syringe.

Manufacturer narrative:
B.3. Date of event: (B)(6)2019, h3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 302830 batch no.: 9207641. It was reported that the syringe 20ml ll s/c 48 had an issue with foreign matter inside syringe. There were three syringes with this issue. The following information was provided by the initial reporter: foreign matter inside syringe.